Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via sems (B)(4) that an ar-9676t augmented reamer drive shaft got bound up with an ar-9597-10 reamer sleeve and an ar-9597-20 reamer sleeve during reaming. Additional information provided 3-mar-2026: case was able to be completed with older inner reamer shafts and old reamer blades available, and the inner and outer sheath hadn't completely cold welded together. No other patient effects, a few minute delay to swap out devices.